Manufacturer narrative:
Additional information has been requested. The system history review indicates the laser was verified successfully prior the date of treatment. The treatment report review shows two aborted procedures for the left eye. The first treatment with an intended flap depth of 110 microns and was aborted after 32% of total procedure time. The second treatment with an intended flap depth of 140 microns and was again aborted at 24%. Review of the logfile for the day of treatment shows during start up the mandatory checks were performed successfully. The provided logfile shows seven successfully performed treatments and two aborted treatments (last treatments on that day). The user did not renew the energy check during the day so the reported treatments were performed more than seven hours after the last energy check, which is not in the recommended time range. Both treatments were aborted by the user after laser started to fire but before bed cut was completed. The logfile shows no relevant warning or error. The energy stayed stable in its ranges during the complete day. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. There is no indication a device malfunction or inappropriate labeling caused or contributed to the reported event. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Event description:
A doctor reported during lasik flap creation, undesired gas bubbles occurred under the flap. The attempted flap was incomplete, and the surgery was continued with a microkeratome. Additional information is requested.